Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose level was unknown. The customer reported that the insulin pump was stuck and did not start even though the battery was inserted. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to display anomaly. The unit is scratched up on both the left and right sides.